Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and pelvic pain ("sharp pain on one side"). At the time of the report, the fallopian tube perforation and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media: fallopian tube perforation and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("sharp pain on one side") and dyshidrotic eczema ("dyshidrotic eczema -I get on my arms and hands"). At the time of the report, the fallopian tube perforation, pelvic pain and dyshidrotic eczema outcome was unknown. The reporter considered dyshidrotic eczema, fallopian tube perforation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : fallopian tube perforation and pelvic pain, dyshidrotic eczema. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event dyshidrotic eczema -I get on my arms and hands were added. New reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("sharp pain on one side") and dyshidrotic eczema ("dyshidrotic eczema -I get on my arms and hands"). At the time of the report, the fallopian tube perforation, pelvic pain and dyshidrotic eczema outcome was unknown. The reporter considered dyshidrotic eczema, fallopian tube perforation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : fallopian tube perforation and pelvic pain, dyshidrotic eczema. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube') and pelvic pain ('sharp pain on one side / chronic pelvic pain') in an adult female patient who had essure (batch no. E13068) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and dyshidrotic eczema ("dyshidrotic eczema -I get on my arms and hands"). The patient was treated with surgery (robotic-assisted hysterectomy with bilateral salpingectomy, right oophorectomy(left ovary preserved)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain and dyshidrotic eczema outcome was unknown. The reporter considered dyshidrotic eczema, fallopian tube perforation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : fallopian tube perforation and pelvic pain, dyshidrotic eczema. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube') and pelvic pain ('sharp pain on one side/chronic pelvic pain'). In an adult female patient who had essure (batch no. E13068), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and dyshidrotic eczema ("dyshidrotic eczema: I get on my arms and hands"). The patient was treated with surgery (robotic-assisted hysterectomy with bilateral salpingectomy, right oophorectomy(left ovary preserved)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain and dyshidrotic eczema outcome was unknown. The reporter considered dyshidrotic eczema, fallopian tube perforation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media: fallopian tube perforation and pelvic pain, dyshidrotic eczema. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, mr received: reporters were added, lot no. Was added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.